Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had low blood glucose of 44mg/dl. The customer treated with glucose tabs and juice. The customer stated the blood glucose kept going down ever though she was not getting any insulin. The customer's current blood glucose was 144mg/dl.